Event description:
The account reported that the bed was in chair position with a pt on the bed and the bed had unintentional flat movement. The bed was located in a pt room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (b)(3).

Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.